Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the equipment was deactivated. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips bench repair technician (brt), philips emergency care (ec) product support engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the equipment was deactivated. The brt evaluated the device and determined that the equipment had a problem that prevented defibrillation due to a malfunction of the therapy pca (printed circuit assembly). Therefore, the therapy pca was replaced, and the device was returned to full functionality. The device remains at the customer site. The defective dfm100 assy therapy pca, pn: 453564489061, sn: rcb22240307 was returned to philips for further evaluation and the complaint was escalated for a technical investigation. The allegation was verified upon visual inspection and in lab testing. The pca failed the functional op-check in as received condition, and a broken trace caused by physical damage to the pca was found. This pca had an open circuit. Based on the information available and the testing conducted, the cause of the reported problem was due to physical damage to the therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The therapy pca was replaced and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator failed the functional test, the device does not defibrillate, does not detect the blades, and gives a ECG failure. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips bench repair technician and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the equipment was deactivated. The bench repair technician evaluated the device and determined that the equipment has a problem that prevents defibrillation due to a malfunction of the therapy pca (printed circuit assembly). Therefore, the therapy pca was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The therapy pca was replaced, and the device returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.